Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they don't understand why it seems to deliver quick when they first got it. The patient stated probably mid-september it started taking longer and longer to connect to the pump. The patient usually gets 3 boluses per day but are allowed 4. Telemetry considerations were reviewed by the agent. The patient was able to successfully connect to their pump and ways to confirmed the bolus was delivered. The patient would monitor and call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial#(B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.